Event description:
It was reported that the patient was transferred from an ehpad for arterial hypotension and two fainting spells during standing. The patient was admitted with medical management within 30 minutes (ECG, blood work). Examinations of the patient were carried out in the in the afternoon for suspicion of pulmonary embolism. It was reported that the patient was discovered approximately 6 hours after admission, during the clinical reassessment, in lateral decubitus strangulated with a stretcher siderail. The patient was in severe hypoxia with a deep bradycardia. It was reported that the patient died 5 minutes after the team's intervention.

Manufacturer narrative:
The customer stated that the patient was older and had a history of medical complications and given the patient's history and age, no resuscitation was undertaken. A stryker sr. Staff medical science liaison was spoken to about this issue who stated that the preexisting patient conditions could have potentially contributed to this issue. It was suggested to have a field service technician evaluate the unit, but the customer declined the service. Based on the event description, the issue of entrapped in stretcher component was likely not due to any component level malfunction. The issue was resolved for the customer by ensuring nothing else further was needed from stryker at this time. H3 other text : device not accessible for evaluation.

Event description:
It was reported that the patient was transferred from an ehpad for arterial hypotension and two fainting spells during standing. The patient was admitted with medical management within 30 minutes (ECG, blood work). Examinations of the patient were carried out in the in the afternoon for suspicion of pulmonary embolism. It was reported that the patient was discovered approximately 6 hours after admission, during the clinical reassessment, in lateral decubitus strangulated with a stretcher siderail. The patient was in severe hypoxia with a deep bradycardia. It was reported that the patient died 5 minutes after the team's intervention.